Manufacturer narrative:
Correction- h8 updated to indicate initial use of device. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that the issue was noticed after reprocessing and that the instruments are inspected prior to reprocessing. The last four digits of the instrument is 0295. The insulation was observed to be peeled. Wires were not exposed due to damaged insulation. The wire was not broken, it was intact. There was no thermal damage at the site of the insulation damage, no arcing was observed, there was no instrument collision. The procedure was completed with the same instrument. After completion of the procedure the instrument was inspected for damage after the procedure and there wasn't any damage out of the ordinary. Nothing fell into the patient.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during central processing, fenestrated bipolar forceps instrument was observed to have a broken conductor wire (black). There was no report of patient involvement or patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damage of the conductor wire insulation at the yaw pulley. There were no material missing and the conductor wires were exposed. The conductor wire was not frayed or broken. The instrument passed an electrical continuity test. Components adjacent to the damaged wire insulation do not show damage. The complaint regarding a damaged conductor wire was confirmed by failure analysis. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation.